Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va1bdhp, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 3889-33, lot# va1bdhp was explanted as whole system was explanted.

Event description:
The manufacturing representative reported that the patient had shocking sensation after they had a spinal tap. Doctor decided to remove interstim at patient's request. Device was explanted on (B)(6) 2017.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that beginning (B)(6) 2016 the patient felt stimulation, vibration, jolts, and shocking on the right side of their brain giving them a bad headache. The patient stated that their healthcare professional (hcp) said that it was normal. The patient said they would follow up with their hcp to clarify if that was true. Additional information was received from the hcp on (B)(6) 2017. The hcp stated that the shocking was caused by the device, but the reason was unknown. The shocking stopped once the device was off. The hcp stated that troubleshooting was performed including the device being turned down with no improvement and the device was turned on/off. Upon turning the device on the shocking returned. The hcp stated that the device was turned off and explanted to resolve the stimulation, vibration, jolts, and shocking on the right side of the patient¿s brain giving them a bad headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.